Event description:
New information received noted the patient presented in clinic for follow up. Programming changes were implemented; the device will continue to be monitored. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with an insertable cardiac monitor (icm) that exhibited a diagnostics anomaly. No changes or intervention was reported. The patient condition was unknown. No further information was reported on this event.